Event description:
Physician reported capsular contracture, baker grade iii. Radial folds, periprosthetic fluid, capsular enhancement and mild inflammatory enhancement". Device remains implanted. This relates to the right side.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and capsular contracture are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture.